Event description:
It was reported on (B)(6) 2026 that the patient was admitted to hospital on (B)(6) 2026 due to low blood glucose level. Assistance was provided by nurse. The blood glucose level was 45 mg/dl. The patient was treated with fluids. Length of hospitalization was greater than 24 hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.